Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta and limited information was provided by the customer in reference to the complaint event.

Event description:
"During a procedure using the dornier laser dur-hl20 the laser fiber broke and caused a nurse to get burned in the abdomen area." According to the customer: "the surgeon performed a cystoscopy, right ureteroscopy, laser lithotripsy, stone basket extraction, ureteral stent exchange. There were no patient issues noted. The laser setting used was 800 and 6 on the holmium yag laser machine, s/n (B)(4). The nurse went to employee health for treatment. The procedure was completed with a new similar fiber which was not prolonged."